Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient didn't think the therapy was as effective as it was initially after implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has had extreme pain the last few days in the left back hip and leg that the stimulation has covered effectively for the last year. The patient denied a fall or excessive activity as a potential contributing factor to the issue. The manufacturer representative tried reprogramming with low dose and the patient felt the stimulation in the ribs at prevention on all 3 rows of the lead. The impedances were checked an all were within range. An x-ray was ordered. The issue was not yet resolved at the time of the report. The patient was given two new high dose programs to try at his comfort level. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported.